Event description:
Healthcare professional reports via maude report a case of lymphoma and seroma. The surgeon reports, "pt with breast implant for reconstruction 11 yrs ago presents with chronic seroma on the left side. Pt was taken to the operating room for eval of seroma/hematoma. Intraoperatively, fluid looked suspicions with a very thick capsule. Implant was textured saline. It was removed. We performed a full complete capsulectomy, fluid was taken to pathology/cytology for frozen and permanent. Capsule was also taken for pathology. Confirmed alcl on permanent pathology. Pt had replacement at the time with smooth silicone." Several calls have been made to the surgeons office to try and obtain device info, to this date this info has not been provided to allergan. An ongoing investigation is being carried out. Any add'l info regarding these events will be updated and submitted.

Manufacturer narrative:
Medwatch submitted on (B)(4) 2012. Device labeling addresses the reported event of seroma as follows: the (B)(4) study: 3 yr and 5 yr cumulative first occurrence kaplan-meier adverse event rates (95% confidence interval), by pt: seroma 2.6% through 3 yrs, 2.6% through 5 yrs. "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." (Allergan saline breast implant labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.